Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was inaccurate, cause was unknown. Customer¿s blood glucose was 170 mg/dl. Reportedly, the customer corrected the time to address the issue and continued to use the pump for insulin therapy.